Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited rising intermittent shock impedance measurements for approximately a year. Boston scientific technical services (ts) reviewed the stored measurements and recommended testing the ICD header connections and lead integrity in clinic. Additional information reported the impedance upper limit alert of the ICD was reprogrammed. The physician plans to continue monitoring the patient. The system remains in service. No adverse patient effects were reported. Additional information was received which indicated that, upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited rising intermittent shock impedance measurements for approximately a year. Boston scientific technical services (ts) reviewed the stored measurements and recommended testing the ICD header connections and lead integrity in clinic. Additional information reported the impedance upper limit alert of the ICD was reprogrammed. The physician plans to continue monitoring the patient. The system remains in service. No adverse patient effects were reported. Additional information was received which indicated that, upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.